Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/ not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was entangled in the cartridge and was damaged on implantation into the patient's eye. The lens had to be explanted. There was no delay in treatment or other interventions performed. No further information was provided.